Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Event description:
The complaint/event occurred on an unspecified date and involved a 60" (152 cm) appx 1.4 ml, pur yellow smallbore ext set w/microclave¿ clear, 1.2 micron filter, clamp, luer lock. The reporter stated that they had a leaking filter (unspecified infusate). There was no human harm associated with this complaint/event.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. E1: initial reporter full phone: (B)(6).